Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device parameter error was observed via a remote monitoring system on an asymptomatic patient. The patient was brought into clinic and the device was reprogrammed. The investigation of the cause was in progress.